Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a keypad anomaly. The customer's reading was 108 mg/dl. The customer did not have the insulin pump so she could not troubleshoot. The customer stated she would call back. Nothing was replaced or returned.